Manufacturer narrative:
Patient information not available for reporting. Date of event reported as (B)(6) 2018, exact date is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that after an unknown surgical procedure on unknown date, it was noted that the insertion handle is broken where the screws are. The device cannot be used as it is loose. It is not known how or when the issue occurred. This report is for one (1) insertion handle for expert tibia nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.010.013. Lot: 3305063. Manufacturing site: hägendorf. Release to warehouse date: 01.dec.2009. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection has shown that the handle is in used condition. There are wear marks and scratches visible on the whole instrument. This is a clear indication that the device was frequently used over the years. Additionally, there are some fragments which were broken out of the handle where the aiming arm will be connected. Dimensional inspection: due to the damages the relevant dimension could not be measured. However, the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Summary: the visual inspection has shown that the handle is in used condition. There are wear marks and scratches visible on the whole instrument. This is a clear indication that the device was frequently used over the years. Additionally, there are some fragments which were broken out of the handle where the aiming arm will be connected. This lot of 12 pieces was manufactured in december 2009 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. As the instrument is now more than 8 years old we do suppose that the cause of the damages is the result of mechanical overload situation during a long time in use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.